Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Dka is a life-threatening metabolic condition and is consistent with the reported nausea and vomiting and need for IV treatment. Engineering log review could not be completed for the reported event date due to the device being powered off from (B)(6) 2026 to (B)(6) 2026 after battery depletion, during which time the device was not providing insulin therapy. No malfunction alerts, factory resets, or motor errors were identified in available logs outside this period. Additional information from the caregiver indicated possible infusion set-related issues, including infusion set detachment or occlusion without troubleshooting; however, specific details could not be confirmed and no product was available for evaluation. Based on available information, the relationship between the interruption of therapy and the reported event cannot be established and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 29-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported above 400 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids and insulin, and discharged on (B)(6) 2026.